Manufacturer narrative:
(B)(4). The device was not returned ; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was found completely separated from the cap. There was no report of patient injury or medical intervention associated with this event. No additional information available.